Event description:
A journal article was reviewed that contained information regarding his-bundle pacing (hbp)and left bundle branch pacing (lbbp). The article reports two patients who experienced septal lead perforation during the lbbp procedure, and the lead was repositioned in these patients without long term adverse event. One patient had a lead dislodgement in the lbbp group during follow-up, and right ventricular septal pacing was finally performed. There were leads which exhibited decreases in r waves, increases in thresholds, and decreases in impedance. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of electrical characteristics and pacing parameters of pacing different parts of the his-purkinje system in bradycardia patients. Journal of interventional cardiac electrophysiology. 2021. 1-9. Doi: 10.1007/s10840-021-00962-8. If information is provided in the future, a supplemental report will be issued.